Manufacturer narrative:
There are previous complaints on the device not related to the issue. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr #(B)(4) had been initiated to address the discrepancies. This pump underwent routine maintenance testing by "intuvie" provider where it was detected that the (B)(4) psi value (p.I) failed under the required parameters and needed to be calibrated. The pump calibration confirmed to have successfully addressed the issue. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 08/05/2024, znyo medical received a report that during the preventive maintenance (pm), the device had failed the (B)(4) psi value from (B)(4). No patient was involved.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 complaint remediation. Upon further evaluation, it has been determined that this calibration was done as a part of the pressure sensor replacement service activity and is not a device failure reference to complaint # (B)(4).